Event description:
Dexcom was made aware on 07-09-2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, eight days after the sensor had been inserted in the arm, the patient experienced a skin reaction with an infection at the needle puncture site. The patient developed an infection and had itching sensation in the area. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2024, the patient consulted a physician who prescribed an oral antibiotic medication (cephalexin unspecified dosage). At the time of report the patient was doing well. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).